Event description:
It was reported that during a laparoscopic nephrectomy procedure, the surgeon closed the closing trigger on the vessel. He tried to fire but the trigger felt jammed. He pulled harder and the firing trigger broke off the device. He had to put a second device below that one as he wasn't sure if it had stapled the vessel or not. Another like device was used to complete the procedure. Surgery was prolonged twenty minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged firing trigger handle, damaged spring cartridge lockout tab. The analysis results found that the ats45 device was received with the firing trigger damaged and with a reload loaded in the device. The device was loaded with a partially fired reload. The reload had the cartridge lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.